Event description:
(B)(6) public health laboratory identified 7 blood culture isolates as paraburkholderia fungorum in 2024. Five of the 7 isolates have been submitted since june 2024. The isolates were submitted from three mn clinical laboratories for assistance with identification. (B)(6) phl(public health laboratory) utilized 16s ribosomal dna sequencing to identify the organism. This is not an organism (B)(6) has identified previously at our public health laboratory in the last 10 years. It has rarely been identified in literature as a human pathogen. (B)(6) reached out to the three clinical labs to ask for information on the products used in the specimen collection and if they had identified any other isolates of p. Fungorum. Additional cases were identified by one of the labs, bringing the total to 15 patients. All laboratories used bactec blood culture instruments for collection and testing. An (B)(6) medical epidemiologist conducted chart reviews of the 14 patients. They were hospitalized at 5 different acute care facilities between september 2023 and september 2024, with no obvious epidemiological links between the patients. In each case, the clinical significance of the p. Fungorum isolated in blood cultures was unclear. While not possible to say with certainty, it is plausible that these positive cultures represent contamination with this organism at some point in the collection/testing process rather than true bacteremias. Becton dickinson (bd) has experienced supply shortages recently in their bactec blood culture bottles, which may be contributing to the issue. Cdc((centers for disease control and prevention) was notified and a call with (B)(6) and cdc occurred to review the cases on 9/9/2024. Cdc recommended a medwatch be submitted by (B)(6) and the other labs to ensure FDA is aware of the findings. At least one of the clinical laboratories has filed an official complaint with bd. On (B)(6) 2024, (B)(6) phl completed whole-genome sequencing of the 7 available isolates, including relatedness assessment, which suggested that all of the isolates are genetically related. On 10/2/2024, (B)(6) notified labs statewide of the findings and an additional 30 isolates were reported with cultures positive for p. Fungorum, including from patients who were hospitalized at other states including (B)(6). (B)(6) staff will continue to work with cdc to share the findings and coordinate any additional follow-up recommendations made. Ref report: mw5160834.